Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 2010msk biopsy instrument experienced a needle break. The information was received from various sources. The both malfunctions involved a patient with no reported patient injury. The patient's age, gender, and weight were not provided.

Manufacturer narrative:
H10: of the two originally reported malfunctions, one was determined to be a duplicate of the other and should have been voided, however, since an MDR was already submitted to the FDA, this supp will capture the change. H10: for the remaining malfunction, the file was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-03541. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot numbers were provided for both malfunctions; therefore, a lot history review is currently being performed. Both samples were not returned to bd for evaluation but three electronic photos were provided for review. The investigation for one of the devices is inconclusive as no objective evidence was provided. The second device's investigation is still pending photo review. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 2010msk biopsy instrument experienced a needle break. The information was received from various sources. The both malfunctions involved a patient with no reported patient injury. The patient's age, gender, and weight were not provided.